Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type catheter. Product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
It was reported there was a catheter revision due to an occlusion. The patient was experiencing symptoms of pain and increased spasticity, and a subsequent catheter revision was done. The catheter occlusion was in the proximal segment, and during the revision, the healthcare provider added a new catheter. Patient status was reported as "no injury/no adverse event." The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.